Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the image display issues likely occurred due to a defect of the image unit, failure of the internal board of the scope connector and/or a system issue. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was noise at the angle in the image. The adhesive part of the objective lens had peeled off due to handling. There was an abnormal bending angle. The curved rubber adhesive was missing. The operation when fixing the angle of the operation part was heavy. There were scratches on the curved rubber, operation part, grip, right/left plate, black cover, and the surface of the light guide cover glass due to external factors. The video connector was broken due to an external factor. The video connector, light guide connector, video connector, and light guide connector case may have been scratched due to external factors. The video connector case was cracked due to an external factor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the endoeye flex deflectable videoscope presented a compromised image. The image did not appear temporarily. No patient harm reported. During the evaluation of the device, it was noted the scope had temporary image loss due to a defective circuit or shielding. This report is to capture the reportable malfunction of the temporary image loss due to a defective circuit or shielding noted at estimation.